Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer suspected air had entered into the cartridge when it was filled with less than 100 units of insulin. Reportedly, customer did not observe any air bubbles, gaps, or damage within the cartridge. Customer's blood glucose level was 250 mg/dl. Reportedly, a new cartridge was loaded to address the issue.